Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient is implanted with two devices. Patient stated they were not feeling therapeutic benefit from the implant that targets their right leg, the issue began probably two or three months ago. Patient explained that the stimulation has not been targeting the target area. The other implant has been effective. Agent encouraged patient to meet with their representative to resolve the issue. The patient could not be found at first due to their last name being different. Agent called again to gain clarity on the last name.